Event description:
Customer was hospitalized for dka. Found that customer had not given manual injections or changed the infusion set for two days. Troubleshooting was doned and pump passed lead screw test and high pressure test.